Event description:
It was reported that, during a tha, when the surgeon was hitting something with the plastic side of alta mallet, the plastic broke. Some small fragments of the plastic may be in the patient.

Manufacturer narrative:
Additional information has been requested and if received will be submitted on a supplemental report.